Manufacturer narrative:
Concomitant medical products: sigphandle - sig power sigphandle handle, lot# unknown; unknown egia su - unknown endo gia sulu, lot# unknown; sigpshell - sig power sigpshell control shell, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the surgical tech ignored the active instruction given by the sales representative and forced a reload on to the adapter, forced the rotation, and seemingly broke something inside the adapter. The adapter would not accept any reload after this and the screen on the handle consistently showed a reload was present and needed to be removed. The adapter operated as if a reload was present and the rep was even able to put the reload through it's firing sequence with no reload present. A manual handle with a new reload was used in order to complete the case. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during preparation, the surgical tech ignored the active instruction given by the sales representative and forced a reload onto the adapter, forced the rotation, and seemingly broke something inside the adapter. The adapter would not accept any reload after this and the screen on the handle consistently showed a reload was present and needed to be removed. The adapter operated as if a reload was present and the rep was even able to put the reload through its firing sequence with no reload present. A manual handle with a new reload was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position. There was no damage to the adapter. The device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. Functionally, the adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 14 of 50 procedures remaining. The adapter was connected to a representative rpa handle running v29.3.2 software and the adapter with reload attached screen appeared. A reload was attempted to be connected but could not be fully connected to the adapter. It was reported that the device broke, the device was difficult to load and the device detected a reload as being attached when there was no reload attached. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.